Event description:
It was reported that the number one was showing on the display, instead of reading the temperature. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported. The event occurred at hospital.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the quick connect was corroded, reservoir is worn out, and the device was missing a standoff behind the lcd. Functional testing confirmed the complaint. Root cause was attributed to a damaged printed circuit board (pcb). The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.